Event description:
A cutting balloon was used to treat a lesion in the distal "lad". The vessel was reported, there were a total of eight inflations (6 at 6 atm, 1 at 2 atm and 1 at 5 atm) with inflation duration ranging from 20-90 second each. Cutting balloon reported to have perforated. Pt treated with perfusion balloon and covered stent.